Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event, reference report 0001032347-2017-00817.

Event description:
It was reported during a rib fixation procedure, the blade (76-0017) became stuck in the bone as well as in the driver (24-1189). The blade would not release from the driver in the normal manner. The surgeon was able to pry the driver from the blade (with the blade still in the patient¿s bone), but was unable to re-engage the driver and blade so that the blade could be backed out of the bone. The surgeon then used forceps to pull the blade from the patient¿s bone. As a result, a new hole was made in the bone. Another driver and blade were used and the surgery was then completed successfully. There was a three minute delay.